Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen screen and had to remove batteries to reset. The customer¿s blood glucose level was unknown. Customer stated that the screen of insulin pump was completely blank and they were not able to saw the screen. Customer stated that the insulin pump was not dropped or bumped and was not exposed to moisture. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No frozen display and no blank display anomaly noted during test.